Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and presented with burn. The patient reported the event and provided photos of the area of concern.

Manufacturer narrative:
Burn is a potential adverse event addressed in the product labeling. The system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. The event was reviewed by abbvie medical safety physicians. The photos provided showed initially an outline of the applicator to the patient¿s lower abdomen. The skin coloration within the outline was initially deep purple in varying shades. Subsequent photos show the deep purple fading to varying shades of brown discoloration and an area in the right middle of the outline that remained dark black in color and irregularly shaped that eventually opened. The opened area scabbed, and erythema was noted around the opened area. The patient was prescribed a cream; however, the name of the cream was not provided. The photographs of the injury appear to be consistent with initial bruising (hematoma) and later a deep second degree burn with an opened area and scabbing present. A supplemental report will be submitted if and when additional information is obtained.